Manufacturer narrative:
The insulin pump was received with constant pump error due to moisture damage on electronic assembly. Analysis was unable to perform functional testings due to pump error. The insulin pump was received with moisture damage on motor assembly, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid in the pump. The customer's blood glucose was unknown at the time of incident. Customer reported there was a crack on the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.